Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a bent cannula on (B)(6) 2026 the first day of insertion in the abdomen leading to high blood glucose of 327 mg dl for more than four hours treated with insulin via pump provided.